Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A system operator reports a patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00201. There was no patient injury/ impact associated with the right eye. Patient records indicate at approximately 2.5 months post-op, bcva for right eye was essentially the same as pre-op and the ucva improved from 20/100-2 to 20/20. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.